Event description:
It was reported that the implantable pulse generator (ipg) had early battery depletion and had a variation in battery impedance. The ipg was explanted and replaced. It was noted that the patient had an infection and the ipg was discarded after implant. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 5054, implantable pacing lead, (B)(6) 2007. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.